Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of vascular occlusion and implant site necrosis, and the non-serious event of discolouration were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention with hyperbaric oxygen chamber treatment. The events are consistent with intravascular injection of the product. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-apr-2019 by a physician assistant which refers to a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments was provided. On an unknown date, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) to an unknown location and unknown indication. On an unknown date, the patient experienced vessel occlusion (vascular occlusion) which caused near full necrosis (implant site necrosis) from her nose up to her forehead and above her right eye that made her skin turn a brown/purple color (implant site discolouration). On an unknown date, the patient was treated with hyperbaric treatment and the necrosis was stopped so that it did not fully necrose. On the day of reporting, the patient still had a light mark left on her nose which the injecting hcp stated will go away in time. Outcome at the time of the report: near full necrosis was recovering/resolving. Skin turn a brown/purple color was recovering/resolving. Vessel occlusion was recovering/resolving.